Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged dilators was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted two microintroducer dilator/sheaths. The depicted regions of the devices included the distal tips of the devices and a portion of the shafts. The dilators were inlaid through the sheaths. Usage residues were observed on both devices. Both sheaths exhibited tip deformation. The sheath material appeared bunched and flared away from the vessel dilators. The sheath deformation and biological residue were consistent with damage caused by attempted advancement against resistance, such as into tissue; however, inspection of the photograph was insufficient to identify if difficult insertion resulted in device damage, or if pre-existing device damage resulted in difficult insertion. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that the puncture was done properly. It was difficult to deliver the sheath. After removed, the introducer sheath was found uneven at the proximal end. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that the puncture was done properly. It was difficult to deliver the sheath. After removed, the introducer sheath was found uneven at the proximal end. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv1103 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).